Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
Patient called regarding right hip implant of accolade 4.5 which he says he has been in pain since the surgery near the top of his femur. He mentioned his right foot feeling dead.